Manufacturer narrative:
Examination of the returned product confirmed the cracked handle. The root cause is attributed to heavy usage and misuse. The date code ag0810 indicates the instrument was manufactured in august 2010 and is over five years into distribution. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
Plastic handle cup impactor broke during surgery. Update: (B)(6) 2015 - follow-up from sales rep states a big chunk broke out of the plastic handle. Complaint updated (B)(6),